Manufacturer narrative:
Concomitant medical products: cook fusion omni-tome (fs-omni), cook fusion quattro extraction balloon (fs-qeb-a). Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use for this product notes, "note: for best results, wire guide should be kept wet". Also, the instructions for use caution that the "use of this wire guide with metal tip ercp devices may result in damage to the external coating and/or tip of the wire guide". Prior to distribution, all acrobat calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
An endoscopic retrograde cholangiopancreatography (ercp) was being performed on two (2) separate procedures. Acrobat calibrated tip wire guides were inserted into pancreatic duct. During removal, the wire stripped. No piece was left in the patient. The procedure was completed with another manufacturer's wire guide. On 06/08/2016, we received information that the damage occurred at the fusion wire lock area and distal 10 cm area at the tip.